Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Based on the investigation, the instrument left biomet in conforming condition. It was noted that the instrument was subjected to rough use frequently, causing the instrument to become worn beyond its useful life. This use resulted in the fracture of the strike plate from the handle. Based on these results the complaint is considered confirmed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 general, states, " surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Event description:
It was reported that during an unknown surgery on (B)(6) 2015, the impactor plate on a straight clamping broach handle fractured. No pieces were retained by the patient. The procedure was completed with another instrument.